Manufacturer narrative:
(B)(4).

Event description:
It was reported that this system was removed and replaced, due to an infection. The system was discarded and will not be returned. No additional adverse patient effects were reported.